Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
In the article entitled ¿the effect of the offset humeral head on the micromovement of pegged glenoid components¿ by d. Nuttall; j.f. Haines; and i.a. Trail; published in the journal of bone and joint surgery (br) vol. 91-b, no. 6, june 2009, was reviewed. The purpose of the article was to determine the effects of offset of the humeral head on the micromovement of standard five-pegged glenoid components by using radiostereometric analysis (rsa) to measure the position of rigid bodies in three dimensions and to compare this early movement with that of a series of comparable implants in which a non-offset humeral head had been used. A secondary aim was to describe the early movements of the glenoid components using exploratory principal-component analysis which can be used to indicate implants at risk. The global shoulder arthroplasty system (depuy international, leeds, united kingdom) was used in all cases. A five-pegged glenoid component was cemented in place also. This occurred between 2000 and 2005 with 22 patients with primary osteoarthritis of the shoulder had a total shoulder arthroplasty. The article reports that nine glenoids needed reaming for erosion and there was a significant increase in rotation about all three axes with time, the largest occurring about the longitudinal axis humeral head eroded subgroups, respectively. There was also a significant difference in rotation about the anteversion-retroversion axis and varus-valgus x-axis between two groups. The offset humeral head group reached a plateau at early follow-up with rotation about the z-axis, whereas the mean of the non-offset humeral head group at 24 months was three times greater than that of the offset group accounting for the highly significant difference between them. It was also noted that one patient experienced a perforated cortical bone due to the glenoid componet at the time of surgery. No interventions were noted within the article. The article also states that the factors affecting loosening of the glenoid are numerous and included the design of the component, surgical technique of preparation of the glenoid and cementing, the shape and position of the humeral component and other factors. Both clinical and rsa studies have previously shown advantage of the pegged over the keeled component. It was noted that a patient experienced a superior subluxation due to heavy lifting.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint was received into the company in the form of a literature paper with the following comment: in the article entitled ¿the effect of the offset humeral head on the micromovement of pegged glenoid components¿ by d. Nuttall; j.f. Haines; and i.a. Trail; published in the journal of bone and joint surgery (br) vol. 91-b, no. 6, june 2009. No products were received and no further product information was received. The literature paper was forwarded to clinical specialists for review. They commented: the purpose of the article was to determine the effects of offset of the humeral head on the micromovement of standard five-pegged glenoid components by using radiostereometric analysis (rsa) to measure the position of rigid bodies in three dimensions and to compare this early movement with that of a series of comparable implants in which a non-offset humeral head had been used. A secondary aim was to describe the early movements of the glenoid components using exploratory principal-component analysis which can be used to indicate implants at risk. The global shoulder arthroplasty system (depuy international, leeds, united kingdom) was used in all cases. A five-pegged glenoid component was cemented in place also. This occurred between 2000 and 2005 with 22 patients with primary osteoarthritis of the shoulder had a total shoulder arthroplasty. The article reports that nine glenoids needed reaming for erosion and there was a significant increase in rotation about all three axes with time, the largest occurring about the longitudinal axis humeral head eroded subgroups, respectively. There was also a significant difference in rotation about the anteversion-retroversion axis and varus-valgus x-axis between two groups. The offset humeral head group reached a plateau at early follow-up with rotation about the z-axis, whereas the mean of the non-offset humeral head group at 24 months was three times greater than that of the offset group accounting for the highly significant difference between them. It was also noted that one patient experienced a perforated cortical bone due to the glenoid component at the time of surgery. No interventions were noted within the article. The article also states that the factors affecting loosening of the glenoid are numerous and included the design of the component, surgical technique of preparation of the glenoid and cementing, the shape and position of the humeral component and other factors. Both clinical and rsa studies have previously shown advantage of the pegged over the keeled component. Without returned parts, no further investigation of the associated products can be made. No investigation as to manufacturing defects can be made without product codes and batch numbers. Post-market surveillance is per (B)(4). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.